Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the physician could not fully advance the angio-seal device. When the physician withdrew the sheath it was kinked. The physician confirmed that the angio-seal sheath would not advance into the artery and appeared kinked upon removal. There were no patient issues. The wire was reinserted and closed without complication with a abbott proglide device. The procedure sheath was a 5fr. The patient was in stable condition.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update and to provide the completed investigation results. One used 6fr angio-seal vip was returned to for evaluation. The hemostasis sheath was received mated with the arteriotomy locator. The carrier tube assembly was returned separately. Visual inspection revealed that the arteriotomy locator was fully inserted into the hemostatic sheath. The tip of the arteriotomy locator was inspected and no visual anomalies were noted. The tip of the hemostasis sheath was then inspected, and a kink was observed near the blood inlet holes. It is likely that the resistance felt by the user during insertion into the artery led to this kink. The outer diameter of the hemostasis sheath was measured and all measurements were within the manufacturer specifications. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, is likely that the application of large excessive force kinked the sheath which led to the unanticipated obstruction into the artery. However, the exact cause of the reported event cannot be definitively determined based on the available information.